Event description:
This lv lead was attempted to be implanted on (B)(6) 2011 but was not due to the physician was not able to position the lead in the target vessel. The physician was dr. (B)(6) at (B)(6). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).